Event description:
Treatment of an aneurysm. It was reported that the catheter ruptured approximately 2cm from the distal tip during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00019.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).